Event description:
Continued fibroid growth, subsequent myomectomy one eyar post-uae. Uterine adhesions. Hysteroscopic resection of scar tissue with subsequent development of more scar tissue. Failed tx with estrogen and iud. Failed art.